Event description:
A patient reported since implant on (B)(6) 2016 it was not helping her. The patient noted she saw a healthcare professional (hcp) on (B)(6) 2017 for a follow up visit and the hcp did some adjusting. The patient noted she planned to the see an hcp in (B)(6) and again 3 months after that. The patient noted she had used the patient programmer to check the therapy and she see the lightning bolt and on the patient programmer screen. Additional information from the patient reported the device was not working/not effective. The patient noted she requested manuals so she could make sure she was doing things correctly. The patient was noted they were not given any manuals. The patient stated the device was not effective. Additional information from the patient reported they felt knowledgeable about adjusting parameters, but wanted to learn more about the programs. It was noted the initial program was program 2 on 3.6 v. The patient changed to stimulation on program 4 at 2.4 v. The patient increased to 2.8 v. The patient noted they planned to see the hcp on (B)(6) to discuss symptoms. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient reported that they are not getting relief and need to change their settings. The patient noted that they know how to increase and decrease stimulation and they thought they could change the program higher. The patient noted that they are not getting relief and may have it removed. The patient has an appointment with their healthcare professional in (B)(6).